Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume intermates underinfused medication to the patient. The medication delivery was taking 2-3 hours longer than expected and medication was remaining within the device that had not been infused to the patient. The patient was receiving ceftazidime 2g twice daily. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Device manufacture date ¿ the lot was manufactured between may 2-3, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.